Event description:
It was reported that a dissection occurred. It was reported that the patient experienced an inferior wall myocardial infarction. A 3.50 x 38 mm synergy was deployed in the proximal to mid right coronary artery (rca) and a type b, stent edge dissection was observed. A thrombolysis in myocardial infarction (timi) score of ii was noted. A 4.00 x 12 mm synergy was deployed to cover the dissection and the procedure was completed. The patient fully recovered and was stable after the procedure.